Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that these phenomena were attributed to the followings. - the blinking of the front panel of the subject device might be attributed to the sticking of the mesh turret and the filter turret due to the aging deterioration by repeatedly long-term use because over twelve years had passed from the subject device had been delivered. - the ac power inlet had burnt mark might be attributed to the repeatedly long-term use because over twelve years had passed from the subject device had been delivered.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the movement failure of the mesh turret. In addition, sorc found that the ac power inlet had burnt mark. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the front panel of the subject device sometime blinked while turning the power on. There was no report of patient injury associated with the event.